Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in his right eye (od) on (B)(6) 2008. The patient reported had lost vision due to the development of a cataract and a second surgical procedure was performed. The surgeon reported the lens was explanted on (B)(6) 2013, the cataract was removed and an iol was implanted. The surgeon reported it was a cortical cataract, the patient's prognosis is good and the visual acuity was 20/20.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted five years after implantation to address decrease in visual acuity caused by development of a cataract. The uneventful surgery was performed and iol was implanted at the same surgery date. According to the dcr, dated on (B)(6) 2013, the reported cataract was nuclear + cortical type and the patient prognosis was good (va was 20/20). Cortical cataract involves anterior, posterior or equatorial cortex starting as vacuoles and clefts between the lens fibers as a part of ageing change, therefore not related to the icl. Nuclear cataract starts as an exaggeration of the normal ageing change involving the lens nucleus, therefore is not related to the device. It should be noted that, at the time of the icl implantation, the patient was (B)(6) and the visian icl is indicated for adults 21-45 years of age. Given all this information the most likely cause was patient related factor (age). The literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors (especially high myopes and older patients). Conclusions: based on the complaint history, work order search and the medical review, the most likely cause was patient related factor (age). (B)(4)